Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first mitraclip was implanted. While advancing and positioning the second clip, it appeared that the clip entangled in the chordae tendinea. Several attempts were made and the clip was removed and was implanted on both the leaflets. Due to multiple attempts to free the clip, valve damage occurred. Third clip was implanted to stabilize the second clip, and the total of three clips were implanted. Patient had mitral valve replacement surgery as third clip was not able to reduce the mr. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult removal from anatomy. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult removal from anatomy appears to be related to procedural conditions (clip caught in chordae). The reported mitral regurgitation and tissue injury are cascading events of the difficult removal from anatomy. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip g4 system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization, surgical intervention, and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.